Event description:
A tandem mobi cartridge alarm was reported by the customer during the load process of the pump. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reported similar alarms with the pump's serial number, though alarms occurred with consecutive cartridges, and cts confirmed these issues. Technical support decided to replace the pump, ensuring the new pump has updated software. Customer was instructed to return the problematic pump within 10 days using a provided return box and pre-paid label, avoiding being billed. Instructions on switching the pump to storage mode and programming settings into the replacement pump were provided, along with directions to connect the cgm to the new pump. The customer acknowledged all instructions and chose not to require a signature for the pump delivery, opting to use multiple daily injections as a backup therapy.